Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
While using a byte day aligners, patient reported the aligners are cutting into their gums causing them to bleed and discomfort. Provided fit tips and requested additional information. Stls are poor and lack gingival margins.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.